Manufacturer narrative:
The product has been investigated in the laboratory of the manufacturer with the following results: during testing the product for tightness a fluid leakage at the de-airing membrane was detected. The event report of complaint #(B)(4) was not describing this issue. Maquet cardiopulmonary is aware of a similar complaint for this product. An internal process ((B)(4)) was initiated to determine the most probable root cause and to implement the appropriate corrective action. This process is in the root cause definition and investigation phase. The corrective action phase will follow when the root cause has been determined. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID .

Manufacturer narrative:
The manufacturer determined so far that the de-airing membrane becomes permeable for fluids (priming solution / blood) . The investigated customer complaints showed nonconforming areas in the membrane body as well as week bonding between the membrane and oxygenator as most probable cause. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process (CAPA (B)(4)) to address the appropriate corrective and preventive action. Determining the root cause is still under investigation. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Investigation results out of complaint (B)(4). The product has been investigated in the laboratory of the manufacturer with the following results: during testing the product for tightness a fluid leakage at the de-airing membrane of the oxygenator was detected. (B)(4).

Manufacturer narrative:
(B)(4). Result of the root cause analysis: the root cause is identified. Investigations could prove that the introduction of the new glue for adult and small adult oxygenators at the beginning of 2013 is not responsible for the increased leakage of de-airing connectors. The root cause comprises the following three sub items: -the laminated ptfe membrane shows qualitative differences within the lot due to the size of the production lot (minimum 1850 feet x 11.25 inch) and the packaging of the rolls. -the functional ptfe membrane is very sensitive to mechanical stress. Therefore the hitherto existing instructions in bop (basic operation procedure) 714 for punching and bop 715 for welding the de-airing membrane will be adjusted. -the softline coating and the pressure test of oxygenators takes place simultaneously at 1.1 bar. The hydrophobic character of the membrane is changed by dint of the hydrophilic softline coating solution, which enters into the ptfe membrane

Event description:
(B)(4). This is follow-up 3 for the initial report that was submitted on paper april 3,2015 under MFR report # 8010762-2015-00394. Follow-up 1 was then submitted on paper oct 2,2015 also under MFR report # 8010762-2015-00394. Follow-up 2 was electronically submitted under the erroneous MFR report # 8010762-2016-00192.

Manufacturer narrative:
(B)(4). Corrective and preventive actions have been established in CAPA-(B)(4) based on the root cause analysis: -development and implementation of an optical inspection of the raw material (membrane). -development and implementation of a new punching process. -improvement of the packaging of the membrane rolls at the supplier. -prevention of pressures above the tolerance in pressure test units (revision/enhancement of basic operating procedures). Full further investigation and all other actions and the effectiveness thereof will be carried out as part of the CAPA investigation. The corrective and preventive actions above based on the rca have a projected timeframe for completion by july 2017. This is the final report.

Event description:
(B)(4).